Event description:
It was reported that the device delivered inappropriate therapy for noise on the ventricular channel. The noise is indicative of a lead fracture, which caused the ventricular lead impedance to drop. The lead was explanted.